Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector (patient connector) of a peritoneal dialysis (pd) transfer set ¿came off¿ the adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further reported that the transfer set "came unthreaded¿. The transfer set had been in use for four (4) days. The transfer set was replaced. The patient was treated with antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.